Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 157 mg/dl. The customer stated that the pump fell into the dish washer and the screen went blank. The customer stated that the pump has not been dropped or bumped. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly and motor assembly. Unable to test displacement test and operating currents due to blank display. No noise anomaly noted. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corner, cracked lcd window and cracked belt clip slot.